Event description:
It was reported that the device was explanted and replaced due to premature eri. Patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.